Manufacturer narrative:
Continuation of concomitant products: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2013. Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the hcp on 2020-dec-01. It was reported that the cause of the volume discrepancies and dye study failure was not determined. There were no actions taken to resolve the issue. The issue was not resolved. They would try to reduce the concentration to 500 and repeat the dye study.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. As per the logs, the pump administered baclofen with concentration 500 mcg/ml at a dose rate of 761.63 mcg/day as of (B)(6) 2021. The method code 10, results code 213, and conclusion code 67 pertain to the pump. The previously applied method code 4117, results code 3221, and conclusion code 67 remain applicable to the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated she had refilled the pump with 250 mcg/ml and did a bridge bolus which was completed. The hcp was now proceeding with a catheter access port (cap) dye study and roller study. The pump logs were checked and there were no motor stalls, but the hcp still wanted to do a roller study. Additional information was received again on 2021-feb-03 from the hcp indicated the hcp was doing a dye study on this patient and that they could not aspirate from the cap when using a 10cc syringe. The hcp then switched to use a 3cc syringe and was able to successfully aspirate from the cap. They then proceeded with the dye study and did not find any catheter issue. The doctor checked the pump logs which show no abnormalities as well. The reason for call was to inquire why they could not aspirate with the 10cc syringe and could with the 3cc syringe. It wa s further reported the patient would get his refill then for 2-5 days he was fine then, he started getting "heightened tone" and displaying withdrawal symptoms for a week "or so", then 2 weeks later he would stabilize and be fine until the next refill. It was noted this has happened since (B)(6) 2020 that the expected reservoir volume versus the actual volume they had been getting was "steadily increasing. " it was noted this patient went 7 years with no problems with his old pump and with this new pump he had been constantly "waxing and waning" and had been having issues. At the most recent refill on (B)(6) 2021, the patient "was sleepy" post ¿ refill and had no other comments in regard to that refill. It was reported this dye study was on the date of this report and they proceeded with a CT myelogram, but they do not have to results of that. The patient was currently at 250 mcg/ml of lioresal at 776.74 mcg/day, and mentioned with the high flow rate the patient had been doing better. To note, the patienthad "always been on lioresal, nothing compounded." It was further reported, the hcp planned to increase his concentration slowly up to 500 mcg/ml then again up to 1000 mcg/ml at the next refills if he could tolerate the lower flow rates. It was also reported the patient recently "got a ulcer in (B)(6) 2021." The patient¿s weight was asked and unknown.

Event description:
Additional information was received from a healthcare provider (hcp) and consumer via a company representative who reported that per the patient¿s caregiver, since the pump was implanted, they had had issues with overdosing and underdosing the patient. Whenever they withdrew medication from the pump during the refill, the residual amount was always significantly more than what was supposed to be inside the pump and per the patient¿s family member they had been dealing with this since implant. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. Dose adjustments has been made. At the time of the report, the pump was delivering lioresal (500 mcg/ml at 762 mcg/ day). The hcp decided to replace the pump after a dye study in CT showed the catheter intact and patent. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient continued to have symptom and reservoir volume changes. Per the healthcare provider, they are going to do a refill and change the drug concentration to 250mcg/ml and post bridge bolus will do a cap dye study using spiral CT.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2000mcg/ml at 861.4mcg/day) via intrathecal infusion for intractable spasticity. It was reported the hcp wanted to troubleshoot why the patient was experiencing withdrawal symptoms and volume discrepancies. It was reported that the last two refills had volume discrepancies. On (B)(6) 2020, they were expecting 7.4 ml and pulled out 10 ml and additionally on (B)(6) 2020 they expected 6.9 ml and pulled out 10 ml. It was reported that 1-2 weeks post-refill the patient started going through withdrawal and they were given oral baclofen and valium and 3-4 days later they were just fine. A dye study was attempted on (B)(6) 2020 that failed because they couldn¿t aspirate. The neurology clinic recommended switching the patient from 2000 mcg/ml to 500 mcg/ml and attempting the dye study again. Today the managing physician attempted to refill, and they expected 6.5 ml and got 10 ml. It was reported that as soon as the hcp accessed the reservoir drug ¿s hot up¿ into the syringe. It was confirmed they were able to get all 40 ml into the pump. It was reported that the patient didn¿t appear overdosed immediately post-refill. Pump logs were not checked. No falls were reported. It was confirmed that the drug concentration/dose had remained the same throughout the entire process. Troubleshooting considerations were reviewed.